Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery compartment is cracked and reservoir ring has come loose. The customer's blood glucose was 18.0 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window, cracked keypad at select button, faded serial number label, cracked case near belt clip rail corner, cracked case(battery tube), cracked case, cracked battery tube threads, missing retainer, missing reservoir tube o-ring and scratched case. Unable to perform displacement test or lock reservoir in place due to missing retainer.